Manufacturer narrative:
Evaluation summary: the analysis results confirmed that one el5ml device was received with the advancer tip broken and missing. The instrument was noted to be empty and with the lockout fired through. No conclusion could be reached as to what may have caused the damage to the instrument. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The analysis result for the el5ml instrument (b) found that it was returned empty and with the lock out mechanism fired through. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results confirmed that one el5ml device (c) was received in good visual condition. The instrument was cycle, fed and formed the remaining clips within manufacturing specifications. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. Batch c9c68c (b and/c); mfg date: 3/2006; exp dae: 2/2011.

Event description:
It was reported that during a lap chole procedure, three instruments misfired. Another device used to complete the procedure with no patient consequence.